Event description:
Cadd-solis pump reported that it was delivering dose of meds but 12 hours later when changing cassette - the cassette had only delivered 5ml of a 50ml cassette. Dates of use: (B)(6) 2011.